Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where pyxis interface was not recovering after network outage. A technical support specialist checked mbm feeds on transfer control protocol (tcp) communication to verify whether the device was connected with the remote internet protocol (ip) details, reviewed message tracing and filters, confirmed that messages were crossing and current, then restarted the carefusion coordination engine (cce) service. The specialist verified that the mbm successfully connected with the remote ip details and confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server interface was not recovering after network outage. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.